Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and the case was scratched. The battery cap was inspected and no physical damage was noted.

Event description:
It was reported that the customer's insulin pump had scratches on the screen. The customer's blood glucose level was 137 mg/dl. Standard troubleshooting was performed. The customer stated the scratches were caused by the insulin pump being pressed against the wall. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.